Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken/missing plug strap, crease fold. Leak test was performed and no leakage was found. A microscopic analysis was performed which identify broken sharp in the plug strap. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on the plug strap assessed to an unidentified (tear) opening. Missing piece of the shell assessed to inconclusive.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.